Manufacturer narrative:
The devices have not yet been returned to the MFR for eval. When the devices are rec'd, a quality investigation will be performed and a f/u report will be filed.

Event description:
It was reported that the aseptic battery housings are opening up during procedures, exposing the non-sterile battery. There are no allegations of adverse consequences associated with these events. Three housings are being sent back for eval.